Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device repeatedly alarms for pressure when infusing blood into the patient. The customer reported that the clinicians are increasing the pressure limit manually to the maximum of 525 mmhg. The customer suspected the issue, "seemed to center around the bi-fuse and /or the cap. When those were removed the issue went away." There was no information on patient outcome.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an nuisance pressure alarms during - blood infusion was not determined because no products or device logs were returned.

Event description:
It was reported that the device repeatedly alarms for pressure when infusing blood into the patient. The customer reported that the clinicians are increasing the pressure limit manually to the maximum of 525 mmhg. The customer suspected the issue, "seemed to center around the bi-fuse and /or the cap. When those were removed the issue went away." There was no information on patient outcome.